Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: two events were reported for this quarter. Product return status: two devices were received for evaluation. Evaluation status: two events were confirmed during testing. One device was found to be affected by detached components. One device was found to be affected by corrosion. Product disposition these devices are not repairable and were not returned to the user facility. Additional information there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. Two events had no patient involvement; no patient impact.